Event description:
Procedure type: sigmoid resection. According to the reporter: an air leak was found at the anastomosis after firing the device. The doctor than over-sew the area to correct the leak and then diverted the pt to prevent any risk. The procedure was delayed approx 30 minutes; however, no blood condition. No pt injury was reported.